Event description:
Sale reps reported on behalf of healthcare professional left side "infection despite antifungal treatment," ¿full of puss¿ and "a possible pinhole." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as surgical damage. Infection (early onset): unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed inside the device.

Event description:
Sale reps reported on behalf of healthcare professional left side "infection despite antifungal treatment," ¿full of puss¿ and "a possible pinhole." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (early onset is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: infection (early onset) and rupture.